Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
H10. Additional information in a1, a2, a3, a4, b6, b7, d1, d2, d4, g6, and h6 (health effect - impact code). H11. Corrected information in b4, b5, d6a, d6b, and h6 (medical device problem code & health effect - clinical code).

Event description:
It was reported that a right revision surgery was performed on (B)(6) 2020 due to pain, stiffness, swelling and metallosis. During the surgery, all the components were explanted and replaced with a tha system from a competitor manufacturer. The primary right hip resurfacing surgery was performed on (B)(6) 2010. The patient still has weakness and instability.

Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed due to pain, stiffness, swelling and metallosis. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the cup and the head. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head, and this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. Although the reported pain, stiffness, swelling, elevated metal ion levels, as well as the intraoperative findings of dark fluid and tissue and detached, necrotic abductors may be consistent with findings associated with metallosis; however, the root cause cannot be confirmed and it cannot be concluded that the reported reactions were associated with a mal-performance of the implant. The patient impact beyond the reported events cannot be determined. However, it was reported that the patient still experiences weakness and instability. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone . Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H11 ¿ corrected data b1- adverse event and product problem e1- initial reporter name and address g- contact office g2- report source.

Event description:
It was reported that a revision surgery was performed on the patients right hip due to pain, disability, and mental suffering.